Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was an attempted lead due to difficulty placing in the primary position during this implant procedure. This patients anatomy was not ideal and it was noted that this lead lacked steerability and would not capture. The physician opted to place a different lead. This lead is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted lead due to difficulty placing in the primary position during this implant procedure. This patients anatomy was not ideal and it was noted that this lead lacked steerability and would not capture. The physician opted to place a different lead. This lead is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.